Event description:
It was reported the patient's blood glucose levels rose to 470  mg/dl, while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. As treatment, the patient changed out the pod for a new pod. The pod was discarded.